Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. Belmont has not yet received the unit back for investigation. Clinilogger data was provided and evaluated. It was reported that the patient developed significant fat necrosis on her back. The baby had received therapeutic hypothermia using the criticool machine on (B)(6) 2026. The baby was ventilated during this time. The baby received inotropes. Belmont will file a report as an injury was reported. The user indicated that the patient received passive cooling prior to being placed on the criticool and had a period of time below target temperature. The patient reached target temperature once transferred to the criticool in-hospital. The clinilogger data from the event was reviewed by engineering. The data showed that the patient appeared to be very close to the set point throughout the end of the ttm phase & rewarmed appropriately at the start of the controlled rewarming phase. The water temperature adjusted in response to slight fluctuations in core temperature as expected. The output water temperature remained within specification through the procedure. The device history was reviewed, and no similar issues were identified. Based on the data reviewed, the system functioned correctly, no device malfunction could be verified. Our distributor has reached out to the customer to have the unit sent back to belmont. A follow-up report will be submitted once the device investigation is complete.

Event description:
The patient was noted to have developed significant fat necosis on her back. The baby had received therapeutic hypothermia using the criticool machine from (B)(6) 2026. The baby was ventilated during this time. The baby received inotropes.